Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Following the information provided the customer complained that the left head-end safety side panel was dislodged. The arjo representative attended the site and confirmed that the side rail lower arm was dislodged. Arjo technician repaired the bed by reinstalling the safety side correctly. There is no indication of patient involvement at the time of event. No injury was sustained.

Manufacturer narrative:
The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail lower arm detachment might be related to an excessive force applied to the side rail. This is line with the side rail condition (it was detached, the mounting pivot pin was misaligned as per photographic evidence provided). The instructions for use for enterprise 8000x (746-585) includes the instructions for safe operation to avoid damage of the side rails during use as follows: "hold the head board or foot board when pushing or pulling the bed; do not hold the side rails or any attached accessories". "Check operation of side rails" this is a preventive maintenance activity to be performed daily by the caregiver. Arjo device failed to meet its performance specification since the safety side lower arm was detached. It is unknown if the device was used for a patient treatment when the malfunction occurred or not. This complaint is deemed reportable due to allegation of partial safety side detachment (lower arm dislodged).

Event description:
Following the information provided by the customer the head left side rail was dislodged. The photographic evidence confirms that the side rail lower arm was detached, resulting in inability to lock the side rail in a raised position. There is no indication of patient involvement at the time when damage occurred. No injury was sustained. The arjo representative repaired the device by re-installing the dislodged safety side.